Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109, 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. The device was not returned. Therefore, the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when the unit left zimmer biomet. DHR review for the lot (1228407) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the lot (1228407) for similar events and no other complaint was identified. Functional testing could not be performed since the product was not returned. Therefore, the reported event couldn't be recreated. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable cause for the reported event is excessive torque used by clinician or placement of device in a patient with patient factors incompatible with long-term osseo-integration of implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device location unknown.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
It was reported that this is the 2nd time that a screw fractured in the patients mouth. They will send the patient to an oral surgeon to retrieve the broken portion from the implant.